Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the fluency plus endovascular stent graft that are cleared in the us. The pro code and 510 k number for the fluency plus endovascular stent graft are identified in d2 and g4. H10: manufacturing review: based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. However, the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: the stent delivery system was returned for evaluation. The metal rod was bent and the stent graft which was partially deployed could be further deployed during testing on the table at normal deployment forces. There was no visible blood on the stent graft. Also a photo and video were provided for review, which shows the stent graft partially deployed and metal rod bent. It was reported that a 10f introducer was used for access, the tracking vessel was bent and calcified, the lesion was pre-dilated and the device was flushed prior to use. Based on the evaluation of the provided photo and the investigation of the returned sample, the investigation is closed with confirmed result for material deformation (bending of metal rod). A definite root cause of the reported incident cannot be identified. Labeling review: in reviewing the relevant labeling, it was found that the instructions for use sufficiently address the potential risks. Regarding precautions, the instructions for use states "if excessive force is felt during stent graft deployment, do not force the delivery system. Remove the delivery system and replace with a new unit". Regarding preparation of the device, the instructions for use states: "prior to loading the delivery system over a guide wire, both parts must be flushed with sterile saline to eliminate any air bubbles that may be trapped in the inner catheter lumen and/or the stent graft lumen. Flushing these lumens will also facilitate stent graft deployment. A super stiff guide wire (0.035 in.) Is advanced from a femoral artery puncture site. Use an introducer sheath for the implant procedure". The packaging pictograms indicate an introducer size of 9f and a 0.035" guidewire. Regarding warnings, the instructions for use states: "visually inspect the fluency plus vascular stent graft to verify that the device has not been damaged due to shipping or improper storage. Do not use a damaged device". H10: d4 (expiration date: 06/2026) h11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10

Event description:
It was reported that during an angioplasty procedure in the calcified iliac artery lesion via the femoral artery access, the stent allegedly could not be deployed. It was further reported that the delivery device allegedly had a bent. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: additional information was received, and the file was reassessed for reportability and determined to be no longer reportable. Since an initial MDR was submitted, therefore, the file will remain assessed as a malfunction. H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the fluency plus endovascular stent graft that are cleared in the us. The pro code and 510 k number for the fluency plus endovascular stent graft are identified in d2 and g4. H10: d4 (expiration date: 06/2026), g3. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Event description:
It was reported that during a stent graft placement procedure in the calcified iliac artery via the femoral artery access, the stent allegedly could not be deployed. It was further reported that the delivery device allegedly had a bent. The procedure was completed using another device. There was no reported patient injury.